Manufacturer narrative:
Additional information event date was reported to be (B)(6) 2017. The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection found a damaged upper link switch. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The "no power when set installed" was verified as does not recognize an open door. The cause was determined to be a damaged upper latch switch and the upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no power when set installed. There was no patient involvement associated with this event. No additional information is available.